Event description:
Reportedly, two issues when using the smartview 3.16: 1) after finishing the update process to 3.16, the tablet was unplugged and then switched it on, according to the procedure. Then, the screen remained several minutes in the white background with the big smart touch logo. As it was not booting up and didn't seem to react to any button, the battery was removed and the programmer booted again. Then, it finally switched on, although it took longer than expected. But the message of no programming head connected was displayed, despite the head was plugged. I restarted it again (don't remember if once or twice more), and then it finally worked. 2) after finishing the implantation, when I was about to show the nui to the physician while programming the final parameters, the nui suddenly shut down (no error message, nothing) and the manager was displayed instead (this was not seen by the physician). I had to reinterrogate the device again and everything worked find. Currently, only expert files from the first issue are available. (Usb key previously used for other upgrade procedures without any problem so far; it comes from the nui pilot phase).

Manufacturer narrative:
The review of provided data confirmed the first reported issue: the prolonged logo display reported by the user may have been an exceptional acceptable behavior of the intel chipset during its reset process following the bios update as part of the smartview upgrade. No software defects were identified based on the review of the provided files. While the exact duration cannot be verified, the tablet functioned properly in the end. Regarding the reported telemetry head issue, expertise files show normal connections and disconnections of the telemetry head as the user restarted the tablet multiple times during initial startup after the smartview update. No specific technical issues are apparent to explain this behavior. The review of provided data could not confirmed the second reported issue: the new user interface suddenly shut down. No expertise files are available to explain the root-cause of this reported issue. No general malfunction is suspected on the subject programmer device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, two issues when using the smartview 3.16: 1) after finishing the update process to 3.16, the tablet was unplugged and then switched it on, according to the procedure. Then, the screen remained several minutes in the white background with the big smart touch logo. As it was not booting up and didn't seem to react to any button, the battery was removed and the programmer booted again. Then, it finally switched on, although it took longer than expected. But the message of no programming head connected was displayed, despite the head was plugged. I restarted it again (don't remember if once or twice more), and then it finally worked. 2) after finishing the implantation, when I was about to show the nui to the physician while programming the final parameters, the nui suddenly shut down (no error message, nothing) and the manager was displayed instead (this was not seen by the physician). I had to reinterrogate the device again and everything worked find. Currently, only expert files from the first issue are available. (Usb key previously used for other upgrade procedures without any problem so far; it comes from the nui pilot phase).